Event description:
Boston scientific received information that the pacing impedance measurement for this left ventricular (lv) lead has been high and out of range at times. No adverse patient effects were reported. No further information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.